Event description:
As reported by the legal brief, on (B)(6) 2012, patient underwent right tkr and was implanted with an optetrak device in his right knee, including optetrak logic tibial inserts made of polyethylene. In or around (B)(6) of 2020, patient was diagnosed with aseptic loosening of his right knee replacement and osteolysis, and he underwent revision surgery of his right knee on (B)(6) 2020. During the revision surgery, patient's surgeon identified "significant bone loss along the medial portion of the distal femur and there was evident osteolysis centrally and along the medial condyle". Furthermore, during the revision surgery, patient's surgeon noted that the components were loose and easily removed. Upon information and belief, the loose components and osteolysis in patient's right knee was due to premature polyethylene wear of the tibial insert. As a direct of proximate results, patient has suffered and continues to suffer permanent and debilitating injuries and damages, including but no limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Correction: upon investigation this has been discovered to be a duplicate case, all new/additional information will be appropriately processed and reported under MFR# 1038671-2022-00122.